Event description:
Received call from a clinic nurse concerning pts that have had reports of cramping, diarrhea, and bloody diarrhea following colonscopies. This is a known reacton to inadequate rinsing of colonscopes following disinfection with gluteraldehydes. No pt specific info was available at time of call. Repeated follow-up calls and messages have not been successful in gathering more info.